Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the high flow insufflation unit had error sound generated, and the front panel was blacked out. There was no harm or user injury reported due to the event. Additional information has been requested regarding event, if additional information is made available, a supplemental report will be submitted. This report is for the "previous incident" included in the customer's initial report submitted under patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating that the reported issue occurred following an unknown procedure. There was no delay due to this event and the intended procedure was completed with no health damage to the patient. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the display on the front panel was blacked out due to the failure of the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.